Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) bin this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was successfully deployed. A second clip was deployed central-lateral to the first clip; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). No further treatment was performed as the mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.